Manufacturer narrative:
Upon further review bd has determined the event as not reportable as proactive service was performed for electrical overstress during servicing. Preventatively replaced the power inlet module and the ac main voltage circuit card. An electrical safety test was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and the unit functioned properly. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a functional check showed that the circulation pump could not maintain pressure. Customer requested a quote for 2000 hour service. Biomed stated they was had low flow issues with their arctic sun device. Biomed provided serial number. Per sample evaluation results on (B)(6) 2023, it was reported that the both hot and neutral connections between the power inlet module and ac main voltage circuit card show signs of electrical overstress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a functional check showed that the circulation pump could not maintain pressure. Customer requested a quote for 2000 hour service. Biomed stated they was had low flow issues with their arctic sun device. Biomed provided serial number. Per sample evaluation results on (B)(6). 2024, it was reported that the both hot and neutral connections between the power inlet module and ac main voltage circuit card show signs of electrical overstress.